Event description:
The initial reporter stated that the pump was alarming no flow out and they were unable to clear the alarm. They stated that this resulted in an approximately 2 hour delay of therapy. They stated that the patient has no alternate methods of feeding and that they did take the patient to the emergency room, where they were given dextrose because the patients blood glucose level showed 40 mg/dl. They were released after that. Mmdg did follow up with the initial reporter who stated that the patient was stable and that they hadn't experienced any harm due to the complaint. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.